Event description:
The customer reported that the system would intermittently not boot up and was slow to boot if the boot was successful. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.